Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer to an onsite bd field service technician that the "pumps were too sensitive" alarming for occlusions most often when IV's are placed in the antecubital vein. No specific events were reported, this was a general issue. Here was patient involvement but impact is unknown.